Event description:
Reportedly, on (B)(6) 2021 the patient could not transmit remote data. The pit button was lit in red and the progression lights were green. Following a reboot of the home monitor, the status light remained orange, and no transmission could be performed. The power light of the associated wirex was lit in orange. The home monitor was eventually replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021 the patient could not transmit remote data. The pit button was lit in red and the progression lights were green. Following a reboot of the home monitor, the status light remained orange, and no transmission could be performed. The power light of the associated wirex was lit in orange. The home monitor was eventually replaced.